Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received, operational context most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Edwards learned that a patient underwent coronary artery bypass grafting to posterior descending coronary artery after an the implant of a 21mm bioprosthetic valve. Through the operative report, the 21mm valve seated appropriately with adequate space beneath the left main coronary artery. However the orifice of the right coronary artery still appeared to be potentially compromised due to proximity of aortic valve annulus. Transesophageal echocardiogram performed after separation from bypass revealed a well-seated aortic valve prosthesis that was functioning normally and without any sign of perivalvular leak. The patient tolerated the procedure well and is transported to the surgical intensive care unit in stable condition.